Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "high", and the meter bg reading was 380 mg/dl. Reportedly, the customer performed calibrations when there was no bg level displayed on the cgm home screen. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer continued using the bg meter as the customer declined a replacement sensor.